Event description:
Customer stated that a patient sample, previously identified as weak d, did not react with the anti-d in the abd/rev gel cards. Results were reported to the clinician. Exact date of event was not provided. Customer was contacted by the clinician and was informed of the discrepancy of the results. Customer was not able to review the actual gel card results. Cards have been discarded. Customer reviewed the tiff image and observed no reactivity present. Customer stated weak d testing was confirmed using tube method; no manual gel testing was performed.

Manufacturer narrative:
Ocd performed retained and returned testing, a batch record review, as well as a complaint by lot review. Results were satisfactory. (B)(4).